Manufacturer narrative:
Retainer ring = clear. Customer returned pump for an alleged pump error 25 alarm found on jun 30, 2021. The pump passed the displacement test, active current test, sleep current test and self test. No unexpected pump error 25 alarm noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed pump error 25 alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. (31) pump error 25 alarms found in the history files/traces on jun 30, 2021 started from 12:02 am to 11:10 pm. Pump was cut open to perform visual inspection and found on vidence of physical or moisture damage on he electronic assembly, motor or force sensor. Est p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: stained serial number label, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. Pump error 25 alarm was confirmed due to connector resistance j6 /pcb 1. Cosmetic damage found on the back of the pump case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received power error. The customer stated that power error occurred frequently from two or three days ago. Customer stated that the battery was not replaced in time, the pump was power off but issue was not resolved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis